Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event h3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Customer reverted to an alternate method of insulin therapy. The customer experienced an elevated blood glucose (bg) level displayed as "high¿; although specific value was not provided. Customer addressed the elevated bg by manual insulin injection.